Event description:
It was reported that this right ventricular (rv) lead was part of a system revision due to a pocket erosion. Reportedly, the patient experienced a severe rash in the upper arm post implant, itchiness and pain as well as a lump over the implantable product. There was no additional adverse patient effects were reported. This rv lead remains in service.